Event description:
There was an allegation of questionable bil-d gen.2 results from the cobas c 503 analytical unit. Event 1: the initial result was 0.631 mg/dl, and the repeat result was 0.154 mg/dl. The repeat result was confirmed using other analyzers. Multiple repeat results between 0.154 and 0.166 mg/dl were provided. Event 2: on 10-jun-2026, the initial result was 0.890 mg/dl, and the repeat result was 0.102 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer performed adjustments to the ultrasonic mixer (usm). The investigation is ongoing.